Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire medical third party field service technician went onsite and evaluated the device. Technician performed 3 year preventive maintenance and installed new exhalation diaphragm. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported not holding positive end-expiratory pressure on the enve ventilator. At this time, there is no information regarding patient involvement associated with the reported event.